Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-28686. It was reported that the patient presented with a pocket infection. It was noted that the pocket was red and swollen so the physician suspected the infection was due to the implant. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.